Event description:
It was reported that during advancement of the coil, the patient suffered a vasospasm. Ultimately, no coils were implanted, and the patient expired (unknown date). No additional information has been disclosed.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device is not available for analysis; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use (dfu). The use of the matrix coil cannot be confirmed to have had a contributory factor to the reported complications. However, vasospasm and the outcome of death are listed as potential risks associated with coil embolization procedures and are noted as such in the dfu. Therefore a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during advancement of the coil, the patient suffered a vasospasm. Ultimately, no coils were implanted, and the patient expired (unknown date). No additional information has been disclosed.